Event description:
The customer reports a (B)(6) architect anti-hcv assay result for one patient sample. The sample tested (B)(6) with a non-abbott method. No suspect results were reported from the lab. There is no reported impact to patient care. (B)(6) 2012: architect anti-hcv =(B)(6); other lab = inconclusive; (B)(6). Previous patient history: architect anti-hcv results: (B)(6) 2012 = (B)(6); (B)(6) 2012 = (B)(6); (B)(6)2012 = (B)(6); and, (B)(6) 2012 = (B)(6). The above sample further testing with the architect anti-hcv assay: reagent lot 18030li00: (B)(6); reagent lot 18623li00: (B)(6); (B)(6). (B)(6) 2012 architect results: rms = (B)(6); plasma = (B)(6).

Manufacturer narrative:
In-house retained reagent kits of architect anti-hcv reagent, lot numbers 18622li00 and 18029li00 (which contain the same bulk material as the complaint lots 18623li00 and 18030li00), were successfully calibrated. To evaluate assay analytical sensitivity, ten replicates of two sensitivity panels (core only panel (panel a) and ns3 only panel (panel b)) were tested with both lots. The mean s/co values of the sensitivity panels met specifications and all results were in their typical ranges with no false non-reactive results. In addition, clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9041 and hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix. The reagent lots 18029li00 and 18622li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels compared to data provided by zeptometrix. Based on this data, the sensitivity performance of the assay is not adversely affected. The performance of the assay was additionally investigated by completing a review of manufacturing and testing records for the affected reagent lots. This review did not reveal any events or issues that may have impacted the performance in relation to the complaint issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect toxo igg assay package insert contains information to address the customer's current issue. Based on the current evaluation, it was determined that architect toxo igg reagent lots 18030li00 and 18623li00 are performing acceptably. A product malfunction was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an international product, list number 06c37 that has a similar product distributed in the u.s., list number 01l79.